Event description:
The patient reported an infection from the implant surgery. The patient remains on antibiotics but the infection is still present. The device remains implanted and the rechargeable battery has dropped significantly. Additional information has been requested from the hcp but was not available on the date of this report.